Event description:
A facility representative reported that during implantation of an intraocular lens (iol) the lens was coming out of injector in a wrong way. Additional information was requested and received stating there was patient contact, patient was not hospitalized for the event and there was no patient harm. The procedure completed on same day.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. The iol was not returned. The device was returned in clear plastic bag. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. No lens returned. The product investigation could not identify the root cause for the reported complaint "lens was coming out of injector wrong". No lens was returned. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).